Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while his blood glucose was high. The customer's blood glucose level was not specified. The customer was not able to perform troubleshooting at the time and stated he would get in touch with his health care provider for further recommendations. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)